Manufacturer narrative:
The initial testing used the delivery accuracy test running line a 200mlhr for 10ml and line b 200mlhr for 10ml. The results of that test was 20.6ml infused, which is within the established variance. The device was programmed for the same rate, as reported by the customer, of 3.6mlhr and 86.4ml to be infused over a 24 hour period. The device's reported infusion at 22 hours was 104ml infused. This exceeds the programmed amount to be infused. The actual amount infused at 22 hours was 96.21ml, which would put the rate of infusion at 4.37mlhr. This would put the 24hr infusion volume at 104.88ml. The deviation from the intended vtbi,86.4, to the actual vtbi,104.88, based on the 24hr estimate is +21%. The deviation of the delivery accuracy test considered to be in acceptable range is 5%. Based on this test, over delivery is confirmed. Device passed delivery accuracy test and delivered a total of 20.5 ml volume infused. Programmed device to deliver for a 24 hour period. Programmed at a rate = 3.6 vtbi = 86.4 for a period of 24 hours. Device kvo early without alarming. Device is still delivering as programmed but the screen clearly states that the device kvo. The device delivery according to the device was 106ml at 24hours of delivery. The device listed 1ml kvo delivery. The actual measured delivery was 104.42ml. The actual rate of delivery calculates to 4.35mlhr. This is a 20% over-delivery when tested on a known good pump with the faulty cpu pwa. The identified inaccurate delivery on a plum 360 pump was determined to be caused by a solder particle which contacted the crystal clock of the cpu pwa in such a way that it caused altered functionality of the component. Component level analysis of the cpu board was conducted. The analysis determined as root cause a defective system clock crystal component.

Manufacturer narrative:
The device was received for evaluation. It is pending investigation.

Event description:
The customer reported that a plum 360 overdelivered. It was further stated that the pump was programmed to infuse 3.6ml/hr of hal, hal was the medication used during the event.the infusion was initiated and hung last night, (B)(6) 2021. The infusion was intended to run for 24 hrs. The delivery issue was noted at 11:00 am, that the infusion bag of hal 127ml over 24 hrs and it was still infusing. There was no difficulty in programming or initiating the infusion but the pump would default to kvo without alarming. It was also added by the customer that the delivered amount got doubled. There was patient involvement and no report of human harm.